Event description:
Reporter indicated connector portion broke from 6fr naso-gastric feeding tube. Event required removal and placement of another tube. Evaluation of defective device to follow by MFR.